Event description:
A customer reported experiencing multiple occlusion alarms. There was no reported adverse impact to the customers blood glucose. To address the issue, the customer changed the infusion set and cartridge before resuming insulin delivery. Due to the frequent nature of the occlusions, a replacement pump was sent to resolve the issues.